Manufacturer narrative:
The flex shaft was returned along with the loader separated from guidewire lumen and inflation balloon to edwards lifesciences for evaluation.  The returned delivery system and sheath were visually inspected for any abnormalities and the following were observed: balloon burst, crimp balloon missing, piece of balloon material inside flex tip, kink on flex shaft due to packaging, kink on guidewire lumen due to packaging.  Dimensional testing was performed for the following: single wall thickness measurements were taken along the tear in the inflation balloon to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed burst and could be indicative of a manufacturing non conformance.  The balloon single wall thickness measurements are within the specifications.  Due to the condition of the returned device (balloon burst), no functional testing was able to be performed.  A review of the instruction for use (IFU) and training manual revealed no deficiencies. The inflation balloon is 100% balloon dimensional inspected for working length, balloon diameter, proximal and distal leg ids, proximal leg outer diameter, and wall thickness. 100% visual inspection was also performed for witness lines, foreign matter, impurities, contamination, deformation or ring shape on the cone, crow¿s feet, gel spots, fish eyes, and scratches.  The balloon catheter bond is 100% visually inspected prior to laser bonding for any bubbles, divot, leak channels and contamination.  The balloon pleat, fold, & forming are 100% visually inspected for balloon size and contamination under magnification.  After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds.  The final inspection includes 100% distal to proximal visual inspection by both manufacturing and quality; defects and cosmetic appearance under magnification; missing components, incorrect assembly, device damage, and contamination; all bonds for gaps between components and for excessive bubbles present in the bond.  The flex catheter and balloon catheter leak test were performed: the commander delivery system is leak tested to ensure that there are no holes or leaks in the inflation lumen of the balloon. During post leak test, the balloon covers and inflation balloon are inspected for any damage. In addition, during product verification (pv) testing on a sampling basis, all units passed pv testing. These inspections and tests during the manufacturing process and product verification supports that it is unlikely a manufacturing non conformance contributed to the reported events. The complaint for balloon burst, distal tip nose tip separated, and delivery system withdrawal difficulty through sheath was confirmed from visual inspection of the returned device. Review of manufacturing mitigations, dimensional measurements, and device visual inspection did not indicate any manufacturing non-conformances contributed to the reported event. Per complaint description ¿the perceived cause for the balloon burst was the moderate calcification of the conduit¿. Patient¿s vessels were reported as being moderately calcified. It is likely that the balloon burst during valve deployment once the balloon came in contact with calcification. A technical summary written by edwards lifesciences provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicates that they are typically caused by interaction with calcification in the annulus. The technical summary  contains additional details related to root cause analysis on balloon bursts in a calcified aortic annulus. Patient and procedural factors that can contribute to difficulty retrieving a device include the following:  patient vascular calcification/vascular tortuosity; sheath insertion angle; coaxiality of the device being retrieved; delivery system is not completely unflexed before withdrawal.  The withdrawal difficulty was likely due to the burst balloon material interfering with retraction of the device in to the sheath. If the inflation balloon bursts or leaks, the physician is instructed to not use excessive force when removing the balloon. Excessive force applied in order to withdraw the delivery system could cause the distal end to become separated from the rest of the device. A combination of a balloon burst and withdrawal difficulty experienced in the case could therefore have then contributed to the distal tip/nose tip separation of the delivery system.  Available information suggests patient/procedural factors (calcification; retrieval of burst balloon) likely contributed to the complaint, and there is no evidence of device malfunction or manufacturing non-conformance. Since the occurrence rate does not exceed the january 2019 control limits for the trend categories, no corrective or preventative action is required. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus and the subsequent withdrawal difficulty and tip separation. The technical summary is applicable to this complaint as the patient was reported to have calcification of the aortic annulus. As such, an engineering evaluation is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4).  Investigation is ongoing pending device return.

Event description:
As reported, during transcatheter valve replacement with a 29mm sapien 3 valve in the tricuspid position, the balloon burst upon reaching 26 ml of inflation. The s3 valve was implanted on a 30mm porcine valved conduit from the right atrium to the right ventricle. Post deployment, the valve appeared stable within the conduit with mild residual waist in the mid portion of the valve. There was significant difficulty removing the balloon through the sheath. There appeared to be circumferential rupture of the ¿balloon pump¿ on inspection. The proximal aspect of the balloon was able to be retracted through the sheath. Per report, the balloon was snared out through the internal jugular vein. The valve was post dilated with resolution of the previously noted waist resulting in no significant gradient and trivial regurgitation. There was no injury to the patient. The patient was discharged home the next day. The device will be sent back for evaluation. Per report, the perceived cause for the balloon burst was the moderate calcification of the conduit.  The true internal dimension of the valve within the conduit was 27mm.